Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission: 11/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2105. The pump was exercised for 24 hours with no alarms. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The alleged issue could not be duplicated.